Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the enroute 0.014" wire was observed to buckle, and extravasation was noticed. Imaging was performed after arterial sheath insertion however the imaging did not reveal a dissection. The planned stent was used to cover the dissection and the lesion.

Manufacturer narrative:
Added complaint investigation.

Event description:
It was reported that during a tcar procedure, the enroute 0.014" wire was observed to buckle, and extravasation was noticed. Imaging was performed after arterial sheath insertion however the imaging did not reveal a dissection. The planned stent was used to cover the dissection and the lesion.